Event description:
During reconnection of previously created colostomy with low pelvic anastomosis, placed & fired ethicon proximate stapler-25 mm instrument. Alligned properly and red line on handle midway in green. Fired, felt no staple firing. Upon releasing tension, anastomosis was not stapled. Rings cut from proximal and distal ends in usual fashion. No staples seen in wound, proximal or distal mucosal or muscularis surfaces. Had to oversew distally and recreate colostomy.